Event description:
During a preventive maintenance, the co representative observed that the pacer a/c, alarm mute, and up/down keys were difficult to operate, and that the unit failed the k5 solenoid leak test.